Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the electrical component and component failure of the outer tube. Based on the results of the investigation, it is likely the following led to the malfunction: green and flickering image due to component failure of the electrical component and outer tube has dent due to component failure of the outer tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device outer tube has dent, green and flickering image. The issue occurred during inspection for use (before patient in room). There were no reports of patient involvement.